Event description:
Information was received that a smiths medical pneupac parapac plus ventilator pressure gauge is not working or rising. No adverse effects were reported.

Manufacturer narrative:
Additional information: additional information was received indicating that the product problem was observed during testing and prior to patient use. Adverse event problem: patient code 2645 entered. Evaluation results: one parapac plus ventilator was returned for investigation in used condition. The investigator attached a 50 psi connection, and a patient hose to the device and turned it on for the initial functional test. The gauge on the manometer was functioning as intended. The customer reported product problem was not duplicated. The returned device passed all the functional tests.